Manufacturer narrative:
The insulin pump passed the self test and displacement test. All buttons functioning properly. However, found moisture damage on the keypad traces during visual inspection on the keypad assembly. The keypad connector lcd locked properly during visual inspection. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 161 mg/dl. The customer reported that the buttons were not working properly. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The date provided in section with the initial report was incorrect. The correct date is (B)(4) 2019.